Event description:
The customer reported that there was an intermittent precharge voltage error. These error will likely prevent the system from booting. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board, battery charger, and the filament drive were replaced and the filament and generator were calibrated during the service call. The system was tested and found to be working as intended and put back into service.